Manufacturer narrative:
(B)(4). UDI: (B)(4). (B)(6). Customer had indicated that the product was being returned to zimmer biomet for investigation, but it has not yet been received. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
During the inspection of the kit in the zb (B)(6) warehouse, it has been detected that the piece is broken. No patient involved. No surgery occurred.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: complaint sample was evaluated and the reported event was confirmed. Visual examination of the device exhibits signs of repeated use and has fractured on the lateral side of the post. Device history record (DHR) was reviewed and no discrepancies were found. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.